Manufacturer narrative:
A thorough investigation was not able to be performed as no product codes, lot numbers or samples were provided. Per the article, intra-arterial thrombolysis using the clearway balloon catheter is an effective method in the treatment of acute peripheral arterial occlusion. In the event of embolic occlusion, mainly among very old patients, it could decrease the hemorrhagic risk. A randomized study in these high-risk patients could confirm these first results.

Event description:
Received an article published in the scientific journal, annals of vascular surgery, titled 'evaluation of balloon catheter-guided intra-arterial thrombolysis for acute peripheral arterial occlusion.' Per the article, the aim of this study was to evaluate the effectiveness of a new method of in situ thrombolysis using a porous balloon with low pressure compared with traditional in situ infusion of a fibrinolytic agent in the treatment of acute limb ischemia. Per the article, one patient had an amputation.